Manufacturer narrative:
The device was returned for evaluation on jun 09, 2025. The unit came in for shipping error. The unit is working well and within specification & provide enough oxygen to the patient. No trouble found. Run the unit for 24 hours. No recent errors logged on the data log.

Event description:
It was reported that the patient unit was overheating. Patient explained that she has been having problem with her unit. The unit was overheating and shutting off causing her to not be able to breath. She decided to go to the hospital. Where she stayed for 1 week. They gave her supplemental oxygen and antibiotics. She was also diagnosed with dehydration. The patient has received a replacement unit.